Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller dc adaptor was damaged with exposed wires. The controller dc adaptor was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller dc adapter was returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of device revealed that the device passed functional testing. Visual inspection revealed a damaged outer sheath of the cable assembly, with exposed internal wires. As a result, the reported event is confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.